Event description:
It was reported that the wand started to smoke and shorted out. This was noticed during the set up. Another wand was used to complete the surgery.

Manufacturer narrative:
Additional manufacturer narrative: the lot number of the device was not provided, therefore, manufacturing date and expiration date could not be entered. Patient information was also not reported.